Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, assisted by technical support, inspected and cleaned the pump, removed debris, and successfully completed the cartridge load process, allowing insulin delivery to resume.